Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor, parkinsons dual, and dbs therapy indications. It was reported the patient just had the battery implanted today and since coming out of the operating room, they have not woken up and they were in an altered mental state. No further complications were reported as a result of this event.